Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and mesh was used. The packaging ensuring the sterility was damaged during the presentation of the device to the surgeon. The box was intact, but the sterility of the device was compromised. The device could not be used and another device was used to complete the procedure. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One empty open foil inside its packaging that pertain to product code pcdg1 was received for analysis. During the initial inspection of the sample, the foil packet received showed numerous wrinkles, two big holes, and some small holes could be observed on the top foil. The holes appear to be caused outside in by an unknown object affecting the integrity of the sterility. Due to the damages found on the device, a possible cause for these conditions is due to improper handling during transit or storage. It should be noted that a 100% inspection is performed to ensure that no issues related to packaging were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.